Event description:
It was reported that they were unable to interrogate the implantable cardiac monitor. Two programmers and different distances between programming head and device were tried and no interrogation was possible. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).